Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
The procedure was to treat a lesion in the circumflex artery. The whisper guide wire was pre-shaped 4-5" from distal tip with kelly forceps. The guide wire separated after ballooning of that same spot. The physician spent an extra 30-60 minutes trying to snare the guide wire; however, this was unsuccessful. The patient did not go to surgery and is doing fine. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.